Event description:
Covidien received information that this npb40 handheld pulse oximeter display was missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
The customer did not report the device serial number. The device is not being returned to covidien. Therefore; no manufacturing date is availible.(B)(4).